Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the event, ¿foreign material on the nozzle of the distal end section¿, was confirmed. The foreign material was revealed to be silicic acid and organic silicone. However, the origin was unable to be specified. The root cause of the foreign material remaining in the subject device was unable to be specified. The probable cause was that a part of reprocessing was performed against instructions for use (IFU), which caused chemicals or residue to remain and solidify in the nozzle. It was confirmed that the section of the device with the foreign material residue had no deformation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): instructions, operation manual chapter 3 ¿preparation and inspection¿ section 3.3 ¿inspection of the endoscope¿ and section 3.8 ¿inspection of the endoscopic system¿ describe how to inspect for the subject event as below. ¦ inspection of the endoscope 8 inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. ¦ inspection of the objective lens cleaning function ¿ inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue scope not recognized was confirmed. The following findings were also noted during device evaluation: due to a pinhole on channel-tube, water tightness is lost, connecting tube is snaking, scratches found throughout the device, universal cord is sticky, connecting tube has a dent, light guide-bundle is slipping down, scope-connector is dirty due to water leakage, control unit is dirty due to water leakage, adhesive on bending section has white-clouded area, and a chip, due to wear of angle wire, the play of up/down knob is out of the standard, due to wear of angle wire, bending angle in up direction does not meet the standard, and due to a dent on channel-tube, forceps cannot be inserted smoothly. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The device was cleaned, sanitized or disinfected prior to being sent for repair. The customer confirmed that the facility does not delay the start of precleaning of the equipment after use. The customer noted that there were no abnormalities with the accessories used for reprocessing. The customer noted it was unknown if the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The customer noted that the facility flushed the air/water nozzle with water and air. The customer noted that the facility flushed air/water nozzle with detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope was not recognized. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found, ¿the nozzle has foreign objects.¿ there were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.